Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis final analysis found that a partial lead was returned. The inner and outer coils were fractured due to bending fatigue. An external abrasion was noted at 11.5 cm to 12.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.